Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device. After firing the device, the lancet needle became stuck in the patient's finger, causing the entire device to hang from his hand. The user was able to remove the lancet. No lancet fragment broke off or remained in the user's finger.